Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the foot motor will drift once desired position is achieved by the consumer.